Event description:
It was reported the pt's mts was displaying an error message during his trial. The sjm rep met with the pt and diagnostics indicated invalid impedances. The sjm rep indicated the issue may be due to the extensions. The physician felt the lead was the cause of the issue and explanted and replaced the lead during the pt's permanent implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.